Event description:
Information received with return of the explanted device notes that the device was replaced due to erosion. The pacemaker pocket had previously been revised, in august 1999, also due to erosion.